Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. Post polymer fill of the aortic body stent graft, the patient experienced hypotension and was successfully treated for an anaphylactic reaction per the device IFU. The patient recovered and the case continued. A decision was made to place bilateral genesis stents in the aortic main body legs prior to the iliac limb placement. Additionally, a palmaz stent was placed at the level of the proximal sealing ring. The final angiogram confirmed proximal and distal seal with the aneurysm sac excluded. The patient was reported as stable post procedure and will continue to be monitored. Additional information received indicating the patient also experienced an intraoperative type ia endoleak that was resolved by a palmaz stent.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows a polymer leak, hypotension, and treatment per anaphylactic reaction protocol. This is consistent with the reported adverse event/incident. The most likely causation is device-related as identified in field safety notice (fs-0012); the root cause for most polymer leaks is a material weakness adjacent to the polymer fill channel which may become compromised during pressurization with liquid polymer. Since this device remains implanted, endologix is unable to conduct product evaluation to conclusively ascertain root cause. However, based on the investigation associated with the fsn this is the most likely cause associated with this event. The final patient status was discharged home on the second post-operative day as stable. Procedure-related harms of this event include acute renal failure and copd (chronic obstructive pulmonary disease). The final patient status was reported as being stable. On 06 august2018, endologix issued a field safety notice (fs-0009) regarding the risk of polymer leak events with the ovation ix aortic body stent graft. On 06 may 2020, endologix issued a follow-up safety update (fs-0012) reaffirming treatment recommendations for patients who experience a polymer leak during implantation and providing updated information on the current rate of polymer leaks, the rate of clinical harms and root cause. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections to d11, g1-2 contact office, g4, h6: h6 result code; remove 3233. H6 conclusion code; remove 11.

Manufacturer narrative:
The lot history records related to the subject device referenced in this complaint record were reviewed for potential contributing factors for the failure mode(s) described in this event. A review of the device quality records showed that the device(s) demonstrated compliance to established procedures and specifications at the time of manufacture.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. Post polymer fill of the aortic body stent graft, the patient experienced hypotension and was successfully treated for an anaphylactic reaction per the device IFU. The patient recovered and the case continued. A decision was made to place bilateral genesis stents in the aortic main body legs prior to the iliac limb placement. Additionally, a palmaz stent was placed at the level of the proximal sealing ring. The final angiogram confirmed proximal and distal seal with the aneurysm sac excluded. The patient was reported as stable post procedure and will continue to be monitored.